Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient had an impella rp implanted and during the implant, the guidewire either broke off or twisted. The implant was still successful. The patient was on impella support for 133.00 hours before the patient expired.

Manufacturer narrative:
The investigation of delivery issues has been completed. The product was returned for investigation. Data log review was not required for this case. No physical damage was noted on the returned pump. The returned guidewire was non-abiomed, which was confirmed by the product dimensions. The coil at the tip of the returned guidewire was frayed and damaged. As per the given clinical, guidewire was broken or twisted during impella rp delivery, but the pump implant procedure was successful. The cause of the delivery issue was most likely use related to a non-abiomed guidewire. B.3 revised date of event as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-24727.